Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. There were no patient complications reported.